Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 464 mg/dl, 233 mg/dl, and 137 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.